Event description:
Patient's representative reported "left textured implant" and wants to have it removed because of "the risk of lymphoma". Healthcare professional later reported left side "breast asymmetry" and "rupture" diagnosed via MRI. Device was explanted.

Manufacturer narrative:
Clarification to b3 date of event: partial date "june 2022". A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported having a left textured implant and wants to have it removed because of the risk of lymphoma. Healthcare professional later reported "breast asymmetry" and "rupture" diagnosed via MRI. Device was explanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required additional, changed, and/or corrected data: d.9., h.3., h.6.